Manufacturer narrative:
Occupation is lay user/patient. The customer has discarded the test strips.

Event description:
The customer complained of discrepant inr results on coaguchek xs meter serial number (B)(4) compared to the doctor's coaguchek xs meter. The customer tested multiple times on her meter around 9:00 a.m. With results of 2.0 inr, 3.4 inr, 5.8 inr and 1.6 inr. The specific times could not be provided. The customer went to the doctor's office to have her inr checked and the result from the doctor's meter was 3.3 inr. No treatment was required. The customer's therapeutic range is 2 - 3 inr. No adverse event occurred. The customer is doing fine. The customer is not anemic or polycythemic. The customer does not have antiphospholipid antibodies and is not on heparin or other direct thrombin inhibitors. Around the time of the event, the customer was taking an unspecified pain medication and then changed to tylenol. The customer has not had any changes in diet or medication and has not been recently ill. The customer is not experiencing any bruising or bleeding. The meter and test strips were requested for investigation, however, the customer has discarded the test strips. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.